Manufacturer narrative:
The tip was received for evaluation. The tip passed flow and thermistor testing. The tip failed leak testing and visual testing, as dielectric breakdown was observed. No functional testing could be performed due to the dielectric breakdown. Additional investigation is underway.

Event description:
User facility in singapore reported that a patient complained of a burning smell during thermage treatment on the face and neck while the tip was near the patient's cheek. The patient felt no extreme heat. The doctor checked the tip and machine and did not detect any anomalies. Treatment continued, and towards the end of the treatment, at about 1175 shots, sparks were observed coming from the tip. The doctor immediately removed the tip from contact with the patient's skin and the treatment was terminated. The tip was visually slightly charred at the margins and exhibited a strong burnt smell. A large blistering was observed on the patient's left cheek. The patient was provided a topical numbing cream. A patient outcome picture from (B)(6) 2018 shows a hyper-pigmented line that shows no evidence of healing when compared to the initial picture.

Manufacturer narrative:
The plant evaluation has been completed. A review of the manufacturing records showed that all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4). Manufacturing date: 01/09/2017. The product evaluation confirmed the failure mode. During evaluation of the treatment tip, service found a dielectric breakdown around the rf trace. The investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, dielectric breakdown of the tip most likely contributed to this event.the lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The trend review performed indicates that the product is within control limits. The investigation is complete.

Event description:
B+l received a patient update on(B)(6)2018. The patient reported that the hyperpigmentation has not resolved.